Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6)-year-old female patient who had essure (batch no. 689932) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy, nickel sensitivity and algodystrophy. Concurrent conditions included adenomyosis (slight). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and complex regional pain syndrome ("algodystrophy"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with surgery (on (B)(6) 2017 essure was removed via salpingectomy by celioscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia, complex regional pain syndrome and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, complex regional pain syndrome, metrorrhagia and pelvic pain with essure. The reporter commented: essure system was not kept as it was sent with the tubes for pathological anatomy examination. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 689932) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy, nickel sensitivity and algodystrophy. Concurrent conditions included adenomyosis (slight). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and complex regional pain syndrome ("algodystrophy"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with surgery (on (B)(6) 2017 essure was removed via salpingectomy by celioscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia, complex regional pain syndrome and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, complex regional pain syndrome, metrorrhagia and pelvic pain with essure. The reporter commented: essure system was not kept as it was sent with the tubes for pathological anatomy examination. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9.336 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2017: similar incident listing attached and case updated accordingly. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 689932) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy, nickel sensitivity and algodystrophy. Concurrent conditions included adenomyosis (slight). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and complex regional pain syndrome ("algodystrophy"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), asthenia ("asthenia") and adnexa uteri cyst ("left and right paratubal serous cystadenoma"). The patient was treated with surgery (on (B)(6) 2017 essure was removed via salpingectomy by celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and metrorrhagia had not resolved and the complex regional pain syndrome, allergy to metals, asthenia and adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst, allergy to metals, asthenia, complex regional pain syndrome, metrorrhagia and pelvic pain with essure. The reporter commented: essure system was not kept as it was sent with the tubes for pathological anatomy examination. Conclusion of pathological anatomy examination was that the tubal walls kept their form with no suspected epithelial proliferation. Left and right paratubal serous cystadenoma. Cervical isthmic mucosa without hyperplasia and atypia. Three months after the removal of essure, bleeding and pelvic pain regressed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-jan-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9.653 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2018: outcome of events bleeding and pelvic pain (not recovered); and new events (asthenia and left and right paratubal serous cystadenoma). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 689932) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy, nickel sensitivity and algodystrophy. Concurrent conditions included adenomyosis (slight). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and complex regional pain syndrome ("algodystrophy"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with surgery (on (B)(6) 2017 essure was removed via salpingectomy by celioscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia, complex regional pain syndrome and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, complex regional pain syndrome, metrorrhagia and pelvic pain with essure. The reporter commented: essure system was not kept as it was sent with the tubes for pathological anatomy examination. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 7.897 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.